Event description:
It was reported that there was roller wear and low cutting efficiency. The event did not occur during surgery, and there was no procedure delay and no harm or injury reported. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once an evaluation of this device is completed, a follow-up/final report will be submitted. (B)(6).

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(6). This medwatch is being filed to relay additional information. The following sections have been updated: b4, d4, d9, g3, g6, h2, h3, h4, h6, h8, h10. Review of the most recent repair record identified no repairs related to the reported event. A review of the device history record was not completed for this limited investigation complaint as the product meets the applicable acceptance criteria. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information.